Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that one day post implant, the lead had loss of capture. The lead was explanted and replaced. It was noted that the lead was implanted after the use-before-dated (ubd). The patient was enrolled in (B)(4) study. No patient complications have been reported as a result of this event.